Manufacturer narrative:
No evaluation possible at this time. The international customer has not returned the instrument. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The button on the implant inserter could not be compressed. This lead to the implant not loading. The event cause over 30 delay in the case.

Manufacturer narrative:
It was initially reported that the button on the implant inserter handle could not be compressed. Inspection of the returned handle found the load button actually remains compressed and cannot be disengaged. Compressing the load button allows connection of the implant inserter cannula while releasing it locks the two mates into place. It appears the internal lock spring has become either stuck or broken, rendering the device useless.